Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin as it should. The blood glucose reading was 280mg/dl. Troubleshooting was performed, and the insulin did not exit in the amount that is programmed. Assisted the customer to run a fixed prime test and the insulin did exit. The customer mentioned that she changes the infusion set every three days. No further information was provided.